Event description:
It was reported that this pacemaker device was not working properly. Boston scientific technical services (ts) referred the patient to the physician. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.